Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was inappropriate atrial tachy response (atr) episodes due to oversensing of the minute ventilation signal. Review of the data stored in the remote home monitoring system found that the right atrial (ra) lead impedance measurements had been stable in the 400 ohm range, but did have occasional acute spikes to greater than 3000 ohms starting approximately four months earlier. Boston scientific technical services (ts) discussed troubleshooting options. The clinic planned to program off respiratory trend data and monitor the patient. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that there was inappropriate atrial tachy response (atr) episodes due to oversensing of the minute ventilation signal. Review of the data stored in the remote home monitoring system found that the right atrial (ra) lead impedance measurements had been stable in the 400 ohm range, but did have occasional acute spikes to greater than 3000 ohms starting approximately four months earlier. Boston scientific technical services (ts) discussed troubleshooting options. The clinic planned to program off respiratory trend data and monitor the patient. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.